Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-04537. It was reported during an ipg replacement procedure (reference MFR. Report# 1627487-2019-03490) the left lead was fractured. As a result, the lead was explanted and replaced. Effective therapy was restored postoperatively. Issue resolved. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-04537.